Event description:
The nurse of a female patient contacted lifecor customer support to report that the patient had removed the device without removing the battery pack and the device was stating "device disabled, call ambulance." Support told the nurse that the patient must remove the battery pack before the removing the device. The nurse told support that the patient has an altered mental state and may not be capable of interacting with the device. In 2008, support contacted the patient as a follow up. The patient stated she was not wearing the device because "laundry lost the garment." Support sent a patient services representative (psr) to retrain and refit the patient. The psr called support and stated that the garment was found in the lifecor bag. The psr stated that the patient seems to be doing well and understands the device. The psr reported that the battery charger seems to be defective. The psr replaced the patient's battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The power cord connector was defective. The power connector was loose at the base. The connector was repaired. The battery charger was retested and restocked. The root cause of the defective power cord connector is unknown but is likely due to mismatch of the power cord connector with the base station. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.